Event description:
A valiant stent graft system was implanted for the treatment of a thoracic aortic aneurysm. It was reported that the patient was in for a routine follow up on an unknown date. On the follow up CT the physician noticed a proximal type I endoleak from a previously placed valiant thoracic stent graft. This appeared to be due to neck dilatation. The physician decided to place another endograft proximally as there was adequate neck above the implanted graft. A 46x46x200 proximal main valiant thoracic stent graft was placed proximally and a seal was obtained. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).